Event description:
Related manufacturer reference number:2017865-2022-08120. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's atrial lead and right ventricular (rv) lead exhibited noise oversensing. Inappropriate mode switch was also noted on the atrial lead. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead with distal portion was returned in one piece. Visual inspection of the lead found two external insulation abrasions breaching the outer insulation and exposing the outer coil at the distal region of the lead. The cause of reported event was due to the exposure of the outer coil in the abrasion zone which is consistent with friction to another device or feature of the heart.